Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. E1: reporter name: unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient attended to have the healing collar. He didn't take antibiotic. Gum healed but not closed. Implant ur2 was rotating so was removed due to infection. Inflammation was reported as a result of the event.